Event description:
It was reported the customer received a button error alarm. Customer's blood glucose was 8.5 mmol/l. The customer could not recall any significant events leading to the alarm. The customer stated they may have exposed their insulin pump to sweat. It was also reported the buttons were unresponsive. Customer was advised to replace their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at a display window corner and a cracked reservoir tube lip.